Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. The following MFR report numbers are related to this report: 1221359-2022-02811, 1221359-2022-02813, 1221359-2022-02814.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple tests. This MFR. Report addresses test 2 of 4. The customer reported a false positive result with the ID now covid-19 assay performed with a nasal sample. Confirmation testing was performed with the accula and rapid lucira platforms and generated negative results. Pcr confirmation testing was performed and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Tested the ID now covid-19 retain test kit lot 1062338 with covid-19 lod and a blank patient swab eluted in elution buffer. All tests were run in duplicate, were valid, and performed as expected. No unexpected or false positive results were observed, and the customers complaint was not replicated. The manufacturing records and quality control release testing were reviewed for kit part number 190-000 / lot 1062338 and test base part number 190-430 / lot 1062338. Four false positives were observed during qc testing which is acceptable per specifications. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for lot 1062338 based on the total quantity of devices manufactured for distribution is 0.004% (2/53184). Based on the evidence available, the lot is performing as expected. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is cross contamination.